Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2011, including two leads (with the same lot number). It was reported during a surgical procedure to obtain effective stimulation, the physician moved the leads intraoperatively. This did not resolve the issue. It was noted there were impedance issues during the revision. It was reported the physician believed the issues may have been due to anatomical issues within the patient. Follow up identified the patient was reprogrammed on (B)(6) 2011, and stimulation remained ineffective. It was reported the physician was referring the patient to another physician for a surgical evaluation and possibly, a surgical lead.